Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic procedure on (B)(6) 2019 and suture was used. When completing the procedure, the needle broke approximately 5mm from the swage end. The needle was retrieved via xray. There were no adverse patient consequences reported.